Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter contact information and event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. There was rv capture in unipolar, but there was rv non-capture in bipolar. The patient's implanted system was upgraded with a left bundle branch (lbb) lead at the recent device replacement procedure, and the fractured rv lead was plugged into the device. It was noted that this configuration may be an issue for any future magnetic resonance imaging (MRI) orders, however the physician stated they would address the situation in the future, as needed. Additional information received reported that a request was made to review remote monitoring data for the fractured rv lead, however the data was not readily available because the remote monitoring profile had been updated to the new device. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to e: initial reporter updated from company representative to the physician. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. There was rv capture in unipolar, but there was rv non-capture in bipolar. The patient's implanted system was upgraded with a left bundle branch (lbb) lead at the recent device replacement procedure, and the fractured rv lead was plugged into the device. It was noted that this configuration may be an issue for any future magnetic resonance imaging (MRI) orders, however the physician stated they would address the situation in the future, as needed. Additional information received reported that a request was made to review remote monitoring data for the fractured rv lead, however the data was not readily available because the remote monitoring profile had been updated to the new device. This rv lead remains implanted. No additional adverse patient effects were reported.